Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is unknown screws, quantity 2. PMA 510 (k): cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
A patient was implanted with a 4.5mm proximal femur locking compression plate and screws and an independent lag screw on an unknown date. Patient was diagnosed with a non-union and was returned to the operating room on (B)(6) 2013, for removal and revision to a 130 degree angle blade plate. Two of the screws were broken and both were completely removed. The independent lag screw was left implanted. The procedure was completed with no reported delays. This report is on unknown screws. This report is 2 of 2 for complaint (B)(4).